Event description:
(B)(4). I had essure placed on (B)(6) 2012, after having the procedure starting the on (B)(6) I already started having heavy bleeding from the placement and severe cramping. Every month I called questioning the symptoms I was having. Heavy bleeding , my periods lasting ten days with heavy bleeding. I also had horrible cramping, migraines, and chronic fatigue. I would make an appointment and would be given lysteda to help my bleeding. My thyroid was being checked and still showing no change and was balanced. I also almost every other month would have a urinary tract infections and vaginal bacterial infections. I also started seeing a neurologist due to horrible migraines . I was getting them almost every month. I actually had to go to the emergency room several times for these migraines. My neurologist could not pinpoint what was causing these migraines. By this point it was 2014 I went to my gynecologist explaining that I also have been enduring joint point in my left hand and arm. My periods have been heavy for 2 years and I was exhausted from feeling sick all of the time. My gynecologist finally decided we could go in and have a hysterectomy. I was scheduled on (B)(6) 2014 I was in the emergency room for vaginal shingles. Even with the shingles I still went in for my hysterectomy which my uterus, cervix and tubes were removed only leaving my ovaries. Dr.(B)(6) was surprised to find that I did not have any endometriosis but I had severe inflammation. After my surgery I hoped this would help all of my symptoms but my joint pain, migraines and fatigue still did not go away. In 2014 I continued going to my regular dr. (B)(6) having blood work to see if I had an autoimmune disease. I started to break out in hives with no explanation. In (B)(6) I started seeing a rheumatologist who diagnosed me with undifferentiated connective tissue disease. I also saw (B)(6) and was diagnosed with an allergy to nickel.